Manufacturer narrative:
For additional information concerning data please consult attached evaluation summary. (B)(4).

Event description:
Revision surgery was performed due to pain. Surgeon reportedly suspected alval.